Manufacturer narrative:
The sterilization charts of the involved devices were checked with the following results: no pre-existing anomaly on the 63 smr reverse humeral body that belong to product 1352.15.010, lot 1817980, sterilization 1800396 no pre-existing anomaly on the 65 smr reverse liner +6 mm that belong to product code 1360.50.820, lot 18at1hc, sterilization 1800220 therefore, we can state that the involved components were regularly sterilized before being placed on the market. We will submit a final report after the conclusion of the investigation. According to the FDA communication received on (B)(6) 2022 by email, this report was delayed due to the enrollment process.

Event description:
Revision surgery performed on (B)(6) 2019, due to infection. The following limacorporate components were explanted: smr reverse humeral body (product code 1352.15.010, lot 1817980, sterilization 1800396). Smr reverse liner +6 mm (product code 1360.50.820, lot 18at1hc, sterilization 1800220). And revised with new limacorporate components with the same product code. The stem implanted on 15th february 2019 (smr cementless finned stem, product code 1304.15.140, lot 1801360, sterilization 1800079) was not removed or revised. Any exposed metal was also irrigated and aggressively debrided on the custom-made implant (not limacorporate). The patient was a female, 59 years old. Patient's shoulder clinical history is the following: the primary implant took place in 2016 using third-party components. The implant using components of limacorporate was performed on (B)(6) 2019. First revision surgery of the lima implant took place on (B)(6) 2019, due to infection (hereby reported). Second revision surgery of the lima implant took place on (B)(6) 2020, due to infection, registered with the internal complaint (B)(4) and reported with the MFR 3008021110-2022-00089. Third revision surgery of the lima implant took place (B)(6) 2020, due to bruising and arm pain, registered with the internal complaint (B)(4) and reported with the MFR 3008021110-2022-00087. Fourth revision surgery of the lima implant took place on (B)(6) 2021, due to pain and loss of range of motion, registered with the internal complaint (B)(4) and reported with the MFR 3008021110-2022-00088. Fifth revision surgery of the lima implant took place on (B)(6) 2021, due to pain, registered with the internal complaint (B)(4) and reported with the MFR 3008021110-2022-00090. Sixth revision surgery of the lima implant took place on (B)(6) 2021, due to broken screw (not limacorporate) and infection, registered with the internal complaint (B)(4) and reported with the MFR 3008021110-2022-00091.

Event description:
Revision surgery performed on august 13th, 2019, due to infection. The following limacorporate components were explanted: smr reverse humeral body (product code 1352.15.010, lot 1817980, sterilization 1800396). Smr reverse liner +6 mm (product code 1360.50.820, lot 18at1hc, sterilization 1800220). And revised with new limacorporate components with the same product code. The stem implanted on 15th february 2019 (smr cementless finned stem, product code 1304.15.140, lot 1801360, sterilization 1800079) was not removed or revised. Any exposed metal was also irrigated and aggressively debrided on the custom-made implant (not limacorporate). The patient was a female, 60 years old. Patient's shoulder clinical history is the following: the primary implant took place in 2016 using third-party components. The implant using components of limacorporate was performed on february 15th, 2019. First revision surgery of the lima implant took place on (B)(6) 2019, due to infection (hereby reported). Second revision surgery of the lima implant took place on (B)(6) 2020, due to infection, registered with the internal complaint 242/22 and reported with the MFR 3008021110-2022-00089. Third revision surgery of the lima implant took place (B)(6) 2020, due to bruising and arm pain, registered with the internal complaint 240/22 and reported with the MFR 3008021110-2022-00087. Fourth revision surgery of the lima implant took place on (B)(6) 2021, due to pain and loss of range of motion, registered with the internal complaint 241/22 and reported with the MFR 3008021110-2022-00088. Fifth revision surgery of the lima implant took place on (B)(6) 2021, due to pain, registered with the internal complaint 243/22 and reported with the MFR 3008021110-2022-00090. Sixth revision surgery of the lima implant took place on (B)(6) 2021, due to broken screw (not limacorporate) and infection, registered with the internal complaint 244/22 and reported with the MFR 3008021110-2022-00091. After the sixth revision surgery, the patient underwent a custom-made implant surgery, but after the surgery the custom implant was found loose, and the seventh revision surgery will be performed. Event happened in united states.

Manufacturer narrative:
Investigation the sterilization charts of the involved devices were checked with the following results: no pre-existing anomaly on the 63 smr reverse humeral body belonging to product code 1352.15.010, lot 1817980, sterilization 1800396 no pre-existing anomaly on the 65 smr reverse liner +6 mm belonging to product code 1360.50.820, lot 18at1hc, sterilization 1800220 therefore, we can state that the involved components were regularly sterilized before being placed on the market. According to our information, all the 63 items belonging to the product code 1352.15.010, lot 1817980, sterilization 1800396 and at least 64 out of the 65 items belonging to product code 1360.50.820, lot 18at1hc, sterilization 1800220 have been implanted and this is the first and only complaint received on these lot numbers. Explants and x-rays analysis no explant nor x-rays were available to be analysed, therefore we were not able to perform any further investigation. In conclusion, considering that: no pre-existing anomaly was found by checking the sterilization and manufacturing charts of the products belonging to the lot numbers involved. No further analysis can be performed due to the unavailability of the explants and of the x-rays. We cannot determine with certainty the root cause of this event. Nevertheless, we can suppose that the event was not product related. Pms data: according to the pms data, the revision rate of the smr reverse prostheses due to infection is around 0,06%. No corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final report.